Event description:
It was reported that a patient underwent an atrial fibrillation (afib) with a thermocool® smart touch¿ bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that post- procedure there was an adverse event. They reported that prior to beginning the procedure the physician checked the baseline and noted that there was a very small effusion that did not change throughout the case. They were completing an atrial fibrillation procedure and mapping and ablating the anterior mitral line on the left side of the heart. They then went into a different flutter and mapped the left and right atrium of the heart. They did not ablate that area, as it was too close to an effusion device on their septum, so they cardioverted. They then checked the original effusion that was noted at the beginning of the procedure. They reported that everything appeared fine. After the procedure was completed, the patient went hypotensive, and their blood pressure dropped into the 70s. The patient experienced a pericardial effusion. They used a transthoracic echocardiogram (tee) post-op to confirm the effusion. The physician performed a pericardiocentesis or pericardial tap on the patient. 350 cc's of fluid were removed. The physician noted that the effusion and fluid were coming from the right side, although no ablation was performed on the right side. Patient was stable. The physician was unsure about the cause of this adverse event but indicated it was most likely procedure related. He speculated that the activated clotting time (act) were too high. Unsure when the event occurred, the pressures dropped after the patient was finished with the procedure. Intervention provided was that they were tapped about 45 minutes after case end when the pressure started to drop. After the tap, they had improved. Patient require extended hospitalization because of the adverse event as they stayed overnight to watch. A stockert smartablate generator was used in the procedure with the correct catheter settings were selected on the generator and the pump switching was from ¿low¿ to ¿high¿ flow during ablation. No evidence of steam pop. Irrigated catheter was used in the event, the flow setting was for thermocool® smart touch¿ catheters. Standard flow settings. Low flow 2, on ablation 15. Visitag module was used, parameters for stability used was range: 3, time: 3, force over time (fot) of 25 and 3 standard settings with tag size 3. Additional filter used with the visitag was respiration gated. Impedance drop 0-10 ohms was used.

Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer since the packaging and catheters were discarded. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).